Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to waking up with a blood glucose (bg) level of over 700 mg/dl, diabetic ketoacidosis, and vomiting blood. Customer's ketone level was considered dangerous by healthcare provider. Customer was treated through intravenous fluid, manual insulin injections, and zofran. Customer was released from the ICU the following day. There was no permanent damage to the customer. Contact declined to perform a pump system check with tandem technical support. Customer's health care professional alleged the pump was not "effectively delivering insulin". In addition, the contact alleged the pump displayed an inaccurate fill estimate of 0 units, however, 30 units of insulin was able to be removed from the cartridge.